Event description:
Healthcare professional reported unknown side "fluid collection around implant" and possible case of alcl. No histopathology markers have been provided. The device remains implanted.

Manufacturer narrative:
The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma.